Event description:
Initial info reported by a physician to a sanofi-aventis sales rep on (B)(6) 2006. A male (age unspecified) who received treatment with hyaluronate sodium (hyalgan) in the shoulder developed an infection in 2004 after the injection. No further details available. Add'l info received from a physician on (B)(6) 2006. A (B)(6) male received his second injection of hyaluronate sodium on (B)(6) 2006 for severe osteoarthritis of the shoulder. On (B)(6) 2006, he developed an infection of the shoulder. Therapy initiated with IV dicloxacillin and probenecid, then changed to vancomycin and ceftriaxone. Therapy was changed to cefazolin when he developed low platelets. The event resolved in august 2006. Hyaluronate sodium was discontinued. No further details available. Add'l info received from a physician on (B)(6) 2006: the physician clarified that the pt was hospitalized for a couple weeks beginning in (B)(6) 2004. Corrective treatment: dicloxacillin, probenecid, vancomycin, ceftriaxone, cefazolin.

Manufacturer narrative:
Sanofi-aventis clarified that the pt experienced the adverse event in 2004, and not in 2006 as reported in the f/u narrative of (B)(6) 2006. The year 2006 instead of 2004 was entered by mistake. After noticing the discrepancy in the onset date, the reporting physician was called and he confirmed the year of the event as 2004.